Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed while the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery alarm.

Manufacturer narrative:
The customer-reported issue of an emergency battery error alarm was confirmed during review of the alarm history data for the driver and reproduced during functional testing. The emergency battery was evaluated and found to have less than adequate full charge capacity, as well as a permanent fault code of "0010." The likely root cause of the emergency battery error alarm was aging battery cells, causing one of the cells to become imbalanced, resulting in the permanent fault code. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4526 follow-up report 1.